Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the handle and just distal to the luer hub. Further investigation revealed a gap at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing.

Event description:
While the tacticath was being flushed, saline flowed retrograde into the tactisys. Another catheter was used to complete the procedure with no consequences to the patient.